Event description:
At the beginning of a transoral incisionless fundoplication (tif) procedure the endoscope was secured in the retainer band loop of the device and was inserted into the patient. The surgeon believed he was in the gastric space and pushed the device further in. Resistance was encountered and the surgeon proceeded to use force to get the device down further. It was then that the device perforated the esophagus, mid way down. A chest tube was inserted into the right side and the patient was transferred to another facility. The patients esophagus was repaired and was released from the hospital two days later. The surgeons office has contacted the patient multiple times for follow up and the patient is not reporting any issues.

Manufacturer narrative:
The surgeon did not believe the event occurred due to a malfunction of the device. The hospital disposed of the device per the hospital's standard operating procedure and is not available for an evaluation.